Event description:
It was reported that the customer passed away in his sleep. The customer had rolled off the bed during the night, and was found by his wife face down. The cause of death is unk at this time. The customer was wearing the insulin pump at the time of death. It was stated that the last blood glucose reading in the insulin pump was 75 mg/dl prior to his passing. There was another critical low reading, but it was unk whether that occurred before or after the customer's passing. The caller didn't feel that the insulin pump had anything to do with the customer's passing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.